Event description:
Within two months of having a depuy pinnacle hip total replacement, I began having difficulty walking, sitting, standing or doing any type of physical activity. When I asked my doctor about this he told me that everything looked perfect on my x-rays. When I asked him why I could not walk he told me that if I stopped limping I would not limp anymore. I thanked him for his prognosis. My hip injury is job related. Due to the fact that I could no longer do my job I was terminated. When I lost my job I also lost my insurance. My doctor would not see me anymore. I found a doctor that I thought would help me, but that was not his intention. I tried to explain to him that I just wanted the depuy pinnacle replaced. I told him that I had no problem with the workmanship of the hip, just what was put in me. He called me a money chaser and told me to leave his office. Depuy pinnacle hip. Physical therapy three times weekly for 6 months.